Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when moving the wire inside the microcatheter, the wire could no longer be moved, which resulted in the entire microcatheter being pulled out. The physician reports that he had the impression that the wire had no coating. A new hybrid with the same lot number was unpacked, but it was not used in the patient because the physician also had the impression that this one had no coating either. The procedure was completed with a competitive wire." Incident report form submitted for this complaint indicates that no patient injury was sustained.